Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with blood glucose readings of 49 mg/dl and subsequent sensor and glucometer values of 56 mg/dl and 74 mg/dl, respectively, after a prior meal announcement and ongoing automated insulin delivery. Customer care provided support by educating the user the ilet was giving insulin to stay within target. Investigation of this case revealed that the system was delivering insulin consistent with maintaining the target, and a clear device malfunction was not identified. No symptoms associated with low blood glucose. Outcomes included self-treatment with oral carbohydrates and subsequent recovery, with glucose rising by the end of the call and no medical intervention or hospitalization. It was concluded that the event was hypoglycemia with an unclear cause, and no device failure was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.